Event description:
Related manufacturer report number: 2017865-2025-15691. Related manufacturer report number: 2017865-2025-15692. It was reported that the patient presented in-clinic for a scheduled procedure as upon x-ray imaging it was noted that the pacemaker had migrated and as a result the right-atrial (ra) lead and he left-ventricular (lv) lead had dislodged and exhibited loss of capture. As a resolution the pacemaker was repositioned, the ra lead and lv lead was explanted and replaced on (B)(6) 2025. The patient condition was stable.